Event description:
It is reported that pt was treated on (B)(6) 2012 with a standard anatomical reverse arthroplasty with tm base plate on the left side. It is also reported that pt presented with dislocated glenosphere implant from tm base plate and was therefore revised on (B)(6) 2014.

Manufacturer narrative:
The manufacturer did not receive yet the devices, but it is mentioned by complainant that the devices will be provided for investigation. Copies of x-rays, pictures of the implant post and intra operative, a picture of removed tissue have been provided for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's ref no: (B)(4).